Event description:
As reported by the user facility: details of complaint (reported issue): "halfway through the transfusion, pump kept indicating "air in line". All methods of troubleshooting applied to no avail. When using a blood warmer, there is approximately 50cc of blood in the tubing. Without being able to resolve the false "air in line" message (there was no air visualized in the line when I removed it from the pump and inspected it), we are going to waste, at minimum, 50cc of blood. In order to salvage some of the blood, I manually squeezed the saline back to try to push blood down the line to the point of the connection of the IV tubing to the blood warmer tubing. At this point, we had to get a new blood tubing to replace the one indicating false air in line. Thankfully blood bags have two available ports to spike, if they did not, we would have had to have thrown out the entire remaining unit of blood because the first spike cannot be removed (I tried). So now, we have one "faulty" tubing line hanging from the blood bag while the new line is used to complete the infusion. At the very least, the patient did get the remainder of the unit of blood and no harm was done.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.